Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with lavh due to sui, pop, cystocele and rectocele.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and bard align urethral support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopy. It was reported that patient underwent application of silver nitrate in vaginal canal on (B)(6) 2009. Patient underwent mesh removal on an undisclosed date due to vaginal spotting, pelvic pain and vaginal discharge. It was reported that patient underwent removal of vaginal foreign body and cystoscopy on (B)(6) 2012. Patient underwent explant on an undisclosed date due to infections, bleeding, pelvic pain, difficulty walking, eroded vaginal foreign body, and urinary frequency. It was reported that patient underwent suture trim on right side and removal of suture knot on left labia minora on (B)(6) 2012. Patient also underwent explant on undisclosed date due to pain. (B)(4).

Manufacturer narrative:
(B)(4)